Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. Customer also stated that they did not received low battery alert prior to the replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. This was the second occurence of replace battery alarm without replace battery alarm. The customer stated that the battery cap was not loose,cracked or damaged. Customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The formatted history file recorded that the low battery alarm triggered during pump therapy. Device passed the displacement test, self test, sleep current measurement and active current measurement. (B)(4).